Event description:
A customer in another country reported that there was a leak in the expiratory tube of the rt340 adult breathing circuit. This was detected prior to use on a pt.

Manufacturer narrative:
This is a malfunction that was reported to MFR in another country. The product is not sold in USA, but it is similar to the rt240 which is sold in the USA. Method: the returned device was visually inspected. Results: this is the only complaint of this type for the given lot number. When inspecting the rt340 breathing circuit, a puncture hole was detected approximately 10 cm from the pt end on the wall of the expiratory limb. The film around the hole appeared to be stretched. We have not been able to determine what caused the puncture. Conclusions: the device failed prior to use. The failure was detected prior to being connected on a pt. We are aware of other complaints with similar event descriptions. The occurrence rate is approximately 0.01% worldwide for the last year. We will continue to monitor all complaints for such faults.